Event description:
The hospital reported that during testing, the t.w. Power supply s/n (B)(4) warranty expired 1/12/2012. They used the manual to verify that the device was functioning properly . Tested power output via pin out / function portion of the power supply manual. No physical damage. No case was being performed. No patient was involved during testing.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Trackwise#: (B)(4). The reported device is an OEM device. The certificate of conformance was reviewed for the serial (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.